Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed preventative maintenance testing. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, it is recommended to replace the trilogy evo machine flow sensor and ev300 system printed circuit board assembly (pcba) to resolve the issue. The customer is requesting to take responsibility to correct/repair the device. No further investigation is required.